Manufacturer narrative:
H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue slide clamp of an unspecified quantity of solution sets with duo-vent spike were threaded backwards, therefore would not fit in the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.